Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the charger paddle and charger box are getting hot while recharging. A cloth barrier is placed between the pt's skin and the device while recharging. A replacement charging system was sent to the pt.